Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the tip of the sheath in the rosch-uchida transjugular liver access set broke during a transjugular intrahepatic portosystemic shunt (tipps) procedure . The procedure was finished with another set, and there were no injuries or additional procedures reported. It was further confirmed that the check-flo valve totally separated from the sheath and confirming that the sheath material was torn and jagged.